Event description:
On (B)(6) an amazon customer commented that the product was false negative. The user was still testing daily to verify that he/she was testing positive for covid-19. Every time the user tested with the other two brands, he/she tested positive instantly, but still tested negative both times with celltrion diatrust, even though he/she was still definitively positive for covid-19. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.